Event description:
As reported: patient presented for an upgrade from crt-p to crt-d. The lv threshold was high at 5.0v at 0.8ms so they capped that lead and used the other existing lv lead that was previously capped. The patient was stable prior to and during the procedure.